Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings issue. The reporter alleged that 1 unit insulin bolus was administered at night without user manipulating the pump. This complaint is being reported because the pump not performing as intended with regards to the history or the settings may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/12/2016 with the following findings: during investigation, the pump booted up to the verification screen with audible and vibratory features. The pump was exercised for 24 hours with no programmed boluses delivered or recorded in the pump history during this time. A 10 unit bolus as well as a 10 unit audio bolus were performed successfully and were accurately recorded in the pump history. There were no hypersensitive keys observed on the keypad. The original complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was observed to be cracked below the bumper pad. (B)(4).